Event description:
Consumer stated that the wire at the switch has a short in it and sparks but does still go on at times.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found that the pad was very bunched up, all the thermostats were discolored and the cord was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue